Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio pro meter read inaccurately high compared to lab. The patient reported blood glucose results of 274 mmol/l with a lifescan meter and 212 mmol/l on a laboratory device, performed within 10 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s).

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.